Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield braid was not returned for analysis therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the pipeline flex shield braid was not returned for analysis. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates this factor out as potential causes. It's possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during dense mesh stent-assisted treatment for an aneurysm, a phenom 27 was used to deliver the 475-20 stent. After the stent was positioned, deployment was initiated, but the tip end of the stent remained rod-shaped and could not be opened despite multiple attempts. After removing the system, the stent¿s tip end was frayed, and the tip of the phenom 27 microcatheter was kinked. The system was then replaced with a new one (phenom 27 and ped2 500-20), and the procedure was successfully completed. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for dense mesh stent treatment of a saccular, unruptured cavernous sinus segment aneurysm with a max diameter of 7.9mm and a 4.9mm neck diameter. Landing zone: distal: 3.8mm and proximal: 4.75mm. Access vessel was the femoral artery with a 6.0mm diameter. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed blood vessel patency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and fray/kink was unknown. The section of the pipeline that did not open was distal. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps or other devices were attempted to open the pipeline, including retrieval and redeployment. There was no friction or difficulty during delivery or positioning. The resistance occurred in the tip end of the catheter.

Manufacturer narrative:
Updated b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.